Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed alert 38 indicating a consecutive motor stall during insulin delivery; the user performed a dry run under guidance, successfully advanced 165 units, replaced infusion supplies, and resumed insulin delivery using a cd infusion set. Symptoms included no reported changes in blood glucose. Outcomes included restoration of therapy without medical intervention or hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed a transient motor stall event consistent with a delivery interruption that resolved after supply replacement and priming, with no device component retained for further analysis. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to inability to replicate the stall after supply change and dry run.